Event description:
On (B)(6) 2013, the patient was to have a vns battery replacement due to battery depletion. The patient's device was replaced; however, it was found that there were multiple breaches in the outer and inner tubing of the lead wire which were encased by a coagulation of scar tissue. Diagnostics were performed and were within normal limits, with impedance value of 2721 ohms. It was discussed that the current was being delivered likely due to the scar tissue making the connections with the leads. The lead was replaced the explanted devices were returned on (B)(6) 2013. No other information has bene provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.